Event description:
The saline breast implant was implanted in 1998. Four years later, pt noticed that their feet were sore with the left foot being more severe. Pt became pregnant. And was delivered. After delivery pt's musles became achy, painful weak and this continued during breast feeding. Pt later developed pains in their knuckles, ankles, with swelling in the ankles and knuckles. Blood tests for rheumatoid factor were done. Pt was put on vioxx.